Event description:
"Sonicision" was stopped working during operation. Surgeon asked for new sonicision and said that the battery and generator was not the problem. New sonicision was opened and used the same battery and generator.